Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, low r-waves, and decreasing impedance since implant. It was decided to reposition the rv lead. The rv lead was repositioned, however the high thresholds and low r-waves remained. It was decided to relocate the rv lead again, however after the helix was retracted it was unable to be extended again. A replacement lead was chosen and implanted, however the physician had difficulties screwing and unscrewing the rv setscrew on the patient's cardiac resynchronization therapy defibrillator (crt-d). It was also reported the replacement rv lead measurements were normal when measured with an analyzer, however the lead showed high thresholds and low r-waves when measured through the crt-d. It was decided to also replace the crt-d. Upon connection with the new crt-d, the replacement rv lead showed normal measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.